Manufacturer narrative:
The service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened on to address the reported event. The issue was attributed to the consumable. There is no issue with the system. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the consumable. The system itself was found to have no problem. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that middle of pars plan vitrectomy laser probe was connected onto the machine, a system advisory appeared showing that the laser foot pedal is not connected. Surgeon attempted to press the foot pedal but unsuccessful then surgeon performed cryotherapy instead of laser. Procedure was completed without any patient harm.